Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that tip detachment occurred. The target lesion was located in a coronary vessel. A 3.00x12mm synergy ii drug-eluting stent was selected for use. However, while loading the device over the wire, the red tip on the distal end of the stent delivery was separated. The physician was able to slide it back onto the stent delivery system and removed it from the wire. The procedure was completed with another of the same device. No patient complications were reported.